Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on her right side on or about (B)(6), 2008. Pt experienced physical injury and bodily impairment; debilitating lack of mobility; and pain. Pt had the depuy asr hip implant explanted on (B)(6), 2011.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.